Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this right ventricular (rv) lead experienced an inappropriate shock causing a warning message of "a shock circuit was detected during shock delivery". Review of their system indicated that oversensing of noise was the cause of the shock. Fluoroscopy taken showed the rv lead had fractured and the insulation was compromised. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects.